Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and restenosis are listed in the product instruction for use as potential adverse patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the subject was randomized into the study on (B)(6) 2009 because of anginal chest pain. The target lesion was located in the mid right coronary (rca) with 90% stenosis, a length of 14 mm, and a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilatation and placement of a 3.5 x 18 mm study stent with 0% residual stenosis. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. The site reported an event of stable angina pectoris with an onset of (B)(6) 2010, 233 days post index procedure. The subject was treated with medication and underwent angiography and was implanted with an additional stent. No additional information was provided. Relationship to index procedure per the physician: possible (B)(4).